Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.

Event description:
Per summons: pt was seen by a physician who performed a consult on the rehabilitation unit at hospital d. Pt was known to have co-ag negative staph and a subarachnoid hemorrhage and sepsis with gram positive organism. The PICC line, which was placed at hospital g, was still in place. Pt was diagnosed with PICC line sepsis. The physician's recommendation was to remove the PICC line. Since the infected PICC line was placed at hospital g, and the infection occurred at hospital d, it is unlikely that either hospital reported the PICC related central line sepsis.